Event description:
A coordinator reported an intraocular lens was exchanged for a "traditional lens" because the patient had a refractive surprise. In a f/u, the tech reported that at one week postoperative, the iol decentered and was repositioned. Approximately one week later, the iol decentered again. It was exchanged the next day. The replacement lens was reported to have also decentered (unspecified iol).

Manufacturer narrative:
Product eval: the product was returned for analysis. The lens resolution and focal length were acceptable. The lens dimensions were acceptable. The lens was damaged. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: the root cause for this complaint is unk. The lens dimensions, resolution and focal length were acceptable. Optic damage was observed. Due to the presence of surgical solution, the damage is most likely customer related. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 01/06/2011, 01/13/2011, and 01/17/2011 by phone, fax, and mail. A completed questionnaire was received on 01/21/2011. (B)(4).